Manufacturer narrative:
Date of event: (B)(6) 2019 date of report: 30jul2019.

Event description:
The customer reported that when a setting button is pressed the unit makes setting changes on its own. Customer reports that setting changes cannot be made with the touch screen. It is not known if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Event description:
The customer reported that when a setting button is pressed, the unit makes setting changes on its own. The customer reports that setting changes cannot be made with the touch screen. It is not known if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 23oct2019. Date of report: 24oct2019. After numerous attempts to obtain information on the repair of this device and faulty return parts with no response, this complaint is being closed. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.